Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma or when the knee was bent. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. In addition, or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that during a knee procedure, the pump tubing was connected according to instructions and "clamp test" performed. The acl surgery proceeded normally and the pump worked well in the beginning. When the knee was bent, the pump started rolling nonstop. First slowly and then faster. No alarm signals. They shut down the pump and detached the tubing. They attached the same tubing again. The pump was still rolling nonstop. They stopped the surgery without the pump flushing (pulling of the graft into place was then ongoing). When removing the surgery covers, it turned out that fluid had gathered in large amounts in the patients limb and groin and the thigh was very swollen. The amount of fluid coming out vs going into the joint was little. The patient had to stay over night. A long-term catheter was put in immediately after surgery and removed the next morning. According to the surgeon no other injuries or symptoms have occurred to date. The patient is doing fine.